Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 130-160mg/dl fasting. Verified the strips expired 3/17/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a blood test and obtained 64mg/dl. Reviewed meter memory. 1:65mg/dl (B)(6) 2015 07:28:00 pm fasting:no. 2:72mg/dl (B)(6) 2015 07:28:00 pm fasting:no. 3:61mg/dl (B)(6) 2015 07:27:00 pm fasting:no. 4:60mg/dl (B)(6) 2015 07:25:00 pm fasting:no. Customer is concern with all these results because they were taken on 3 different person and all the results are low. Customer calling states that he just purchase the meter an hour ago and tested 3 different people and does not trust the meter results. Check memory and the time are not set correctly. Only two results in the meter memory belong to the customer results taken on (B)(6) 2015 65mg/dl and 60mg/dl.

Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor fill. Type of reportable event, inadvertently "death" was selected, the correct option for this complaint is "malfunction".

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 130-160mg/dl fasting. Verified the strips expired 3/17/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a blood test and obtained 64mg/dl. 65mg/dl, (B)(6) 2015 07:28:00 pm, fasting:no. 72mg/dl, (B)(6) 2015 07:28:00 pm, fasting:no. 61mg/dl, (B)(6) 2015 07:27:00 pm, fasting:no.. 4:60mg/dl, (B)(6) 2015 07:25:00 pm, fasting:no. Customer is concern with all these results because they were taken on 3 different person and all the results are low. Customer calling states that he just purchase the meter an hour ago and tested 3 different people and does not trust the meter results. Check memory and the time are not set correctly. Only two results in the meter memory belong to the customer results taken on (B)(6) 2015 65mg/dl and 60mg/dl.